Event description:
The patient felt a "jolt" at her paresthesia area when she bent her chin to her chest. The patient turned down the stimulation and the jolting went away at the lower setting. The patient was at home; her status was "good". The patient had an appointment scheduled for reprogramming. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).